Event description:
Va bakelen et al. Reported a multicenter randomized controlled trial (rct) performed in the netherlands from december 2006 to july 2009. Included were 230 patients who underwent a bilateral sagittal split osteotomy (bsso) and/or a le fort-I osteotomy and those treated for fractures of the mandible, maxilla, or zygoma. The patients were randomly assigned to a titanium group (kls martin) or to a biodegradable group (inion cops). Results: plate removals (occlusion achieved uneventfully): plate removal was necessary in 16 of the 134 patients (11.9%) treated with titanium and in 21 of the 87 patients (24.1%) treated with the biodegradable system within the first 2 post-operative years. Occlusion va, and mfiq scores showed that both groups had good mandibular function and were (almost) free of pain 1 and 2 years post-operatively. Intraoperative switches to titanium plates: also, 21% of the cases the surgeon decided intraoperatively to switch from biodegradable to titanium there was a subjective learning curve to acquire the application-skills for the biodegradable system. Inadequate stability was the main reason for switching. This can be material-related, or related to inexperience with or lack of confidence in the system, or impatience of the surgeon. Authors think that with more patients and more experience, it should be possible to increase both user comfort and confidence in the biodegradable system of inion cps, which likely will decrease the number of intraoperative switches.